Manufacturer narrative:
(B)(4). The analysis found that one device was returned in good visual condition and with the manual override door out of position; however, it was not bailout out. An ecr60t reload was present; the reload was received with the right side fully fired, left side outer row fully fired, and two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. As additional testing, the device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. A photograph was reviewed and the indicators observed in the photograph, confirms the general product inquiry description,¿ the device cut and did not staple¿ of the complication experienced during the procedure. However based on what could be observed in one photograph, it cannot be determined what may have caused the cartridge damage and subsequent improper staple deployment.

Event description:
It was reported that during a removal of a band with sleeve procedure, the device cut and did not staple. It is unknown if the band being removed was a realize band. Another device and hand sewing was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? No, not to my knowledge. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd firing. What other color cartridges were used before and after this event?1 black load before and green loads to follow. Was the instrument fired across or near an existing staple line or clip? Yes, it was the 2nd fire, so it was fired near the 1st but not across it. Were any unexpected noises heard? If so, when? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? Yes, the staples that did not completely close were still attacked to the tissue and the stapler and made it difficult to remove. Is there any other additional information you would like to share about this device or procedure? No.